Event description:
As reported: basilar artery apex aneurysm. Multiple operations cannot detach the web. After replacing the new controller and several operations, the web still cannot be detached. The stent assisted the coil to complete the procedure. The patient was reported to be "normal".

Manufacturer narrative:
Items returned for evaluation: delivery system (pusher). Web implant. Introducer. Items not returned for evaluation: controller. The web implant was returned still attached to the pusher for analysis and was returned fully deployed through the introducer with the tether stretched. Upon inspection of the returned items, the web implant was found to be within visual and dimensional specifications, but the pusher was found kinked at the hypotube to connector junction, and the proximal connector was also kinked at the brown lead wire joint. Tested the returned device with an in-house controller and gave red lights. The delivery system resistance was measured to be out of specification due to the connector damage. The heater coil section was dissected to investigate any obstruction that could possibly prevent the implant from detaching, but the heater coil was not found stretched and did not show signs of activation using a detachment controller. The customer provided image shows the web delivery system inserted into the detachment controller and the controller displayed a red light. The investigation of the returned web system found the tether stretched, the pusher kinked at the hypotube to connector junction, and the proximal connector kinked at the brown lead wire joint. The unit did not pass continuity and resistance testing, which is consistent with condition observed in the customer provided image. The kinked condition of the pusher and proximal connector may have caused or contributed to the reported detachment issue. The physical evaluation of the device could not identify the conditions or circumstances that led to the delivery system damage, but the damage is consistent with the device experiencing forces exceeding the delivery system's yield strength.

Manufacturer narrative:
The device was stated to be available for return to the manufacturer for evaluation, but has not yet been returned. The alleged product issue/event as described could not be confirmed. If the device is received at a later date, an investigation will be performed and a supplemental MDR will be submitted. A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device.

Event description:
As reported: basilar artery apex aneurysm. Multiple operations cannot detach the web. After replacing the new controller and several operations, the web still cannot be detached. The stent assisted the coil to complete the procedure. The patient was reported to be "normal".